Event description:
It was reported that a patient presented with over-sensing of noise noted on the lead and implantable cardioverter defibrillator. Inappropriate mode switch was noted, which was alleged on the lead. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that no device anomalies were noted. Right ventricular lead noise was noted. The right atrial lead was noted to have low pacing impedance. No intervention or adverse patient consequences were reported.